Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited a probe breakage. The issue was found during a laparoscopic surgical procedure. The intended procedure was completed with same device. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction: device manufacturing date. Updated: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection. In addition, the investigation found that the proximal side of the tissue pad in the grasping section was worn out. The reported event and the identified malfunction are most likely to have occurred through the following mechanism. 1. The output was activated while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed. 4. A force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 5. A force was applied to the probe causing it to break. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.